Manufacturer narrative:
Evaluation summary: femtosecond lasers fire perforating pulses to perform capsulotomies. It is possible that these perforations can lead to a weakening of the capsule and result in unexpected tears/ruptures. However, ocular movement during treatment, ocular anatomy, and surgical technique can also contribute to, or be the cause of, a capsule tear during a manual or a laser-assisted cataract procedure. Following the laser treatment, the capsular bag undergoes additional stress during the remaining steps of the cataract procedure. The additional stress can also contribute or cause a capsular tear. Posterior capsule (pc) tears/ruptures are also potential consequences of cataract extraction by phacoemulsification. Predisposition to a pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. All checkpoints were correct when the event occurred and no deviations or abnormalities were recognized on any other treatment performed that day. No additional information was obtained. The laser met specifications at the time of release. Based on the investigation results, the root cause of the reported event could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. Software version 2.30b. (B)(4).

Event description:
An ophthalmic surgeon reported a capsule rupture during a laser assisted cataract procedure. Surgery was completed. No further information is expected.